Event description:
It was reported that the user strained his back while using the cot in manual mode. It was reported that there was a loss of electric function, however, upon evaluation of the unit no defect was found. Although it was reported that medical intervention was required, the type of medical treatment was not reported. There was patient involvement, however it was reported that the patient experienced no adverse consequences and no clinically relevant delay in treatment.